Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was advised to disconnect the scope power on the unit, there was a flash color bar then the screen went black, the customer was then advised to reseat the maj-1941 and maj-1933, the color bars flashed more in rhythm, although it was not solid. The customer toggled through the menu on the olympus monitor that worked with no issues, then swapped out the cv-190 with another one. The customer informed tac that the image would flash and then go black, it was confirmed by the customer that the cv-190 was the issue and needed to be sent in for repairs. The device was returned to olympus for evaluation and the evaluation found the top cover, front panel, and bottom chassis need to be replaced due to corrosion. All rusty-corroded parts need to be replaced. The worn out lock latch on the video connector caused loss of image. While wiggling the scope end connector the scope connector does not hold properly. The receptacle board needs replacement. The signals do not work. There was an excessive amount of dust and foreign material present inside the unit. The unit was covered in corrosion which could affect the functionality. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that , the video system had no image on the olympus monitor or the computer monitor for provation. There was an image for a fraction of a second then the screen turned black. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no serial digital interface one (sdi1) image occurred due to printed circuit board failure, and image was not displayed because it cannot be connected properly due to lock mechanism failure on video connector. Olympus will continue to monitor field performance for this device.